Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that an asymptomatic patient presented via a merlin at home transmission showing non-sustained lead noise due to post-paced t-wave oversensing. The device was post-paced t-wave oversensing on the ventricular lead when pacing. The patient did not receive therapy. The oversensing was noted on a stored egm. The device was reprogrammed successfully and remains implanted.